Event description:
It was reported by service report that the head-end was stuck in upright position, and would not lower. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty potentiometer. Faulty sensor coil cord.